Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 215 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated that they are wearing the pump during priming. The customer stated that the insulin continue to drip after letting go of the act button. The customer and trainer requested a new pump be sent. The customer was advised to discontinue use of the pump. The customer was advised that the device would be replaced. The customer stated that he had low blood glucose but not hospitalized. Customer's blood glucose was 63 mg/dl. The customer was treated with food.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.